Manufacturer narrative:
Isi has requested that the mbf be returned for evaluation. However, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the mbf instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The mbf instrument was last used on (B)(6) 2021 on system (B)(4). The mbf instrument had 8 uses remaining after the last use. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by an isi clinical development engineer. The following additional information was provided: light and smoke can be seen from the backend of the mbf instrument when the instrument activation tones are heard. It is possible that damage to insulation occurred inside the instrument, but this cannot be confirmed without failure analysis. If energy is being delivered anywhere other than the end effector of the instrument, it is unintended energy delivery. It cannot be confirmed if this particular instrument had potential for unintended energy into patient tissue, or if all sparking was contained at the backend without failure analysis results. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument arced and smoked with no evidence or claim of user mishandling or misuse. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the maryland bipolar forceps (mbf) instrument sparked and smoked from the housing. The site continued to use the mbf instrument without bipolar energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on 1-oct-2021 and obtained the following additional information: the mbf instrument was inspected before use and there was no damage. The cannula was inspected with a pin gauge and there were no problems. The mbf instrument was used for approximately one to one and a half hours prior to the arcing event. The surgeon was cauterizing with bipolar energy when the arcing event occurred. The sparking and smoke came from the mbf instrument housing at the proximal end (part that connects to the arm). The arc grounded inside of the instrument housing. After the arcing event, there was darkening at the base of the wrist and bipolar energy no longer worked. A monopolar cord was not connected to a bipolar instrument. A conmed electrosurgical unit (esu) was used with the following settings: mono-cut: 50, mono-coag: 50, bipolar: 70. A monopolar curved scissors and prograsp forceps were also in use. The mbf instrument tips did not collide with any other instrument or tool and did not touch any staples, clips or sutures while energized. The mbf instrument tips were in contact with tissue when the arcing event occurred. The jaws were not immersed in liquid or contaminated by carbonized tissue prior to activating the instrument. The mbf instrument was removed prior to the arcing event and the instrument wrist was straightened upon removal. The surgeon did not have any comments on the cause of the arcing event. There was no patient injury and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument is available for return to isi for evaluation and a video was provided. Personal data cannot be provided due to the privacy law.

Manufacturer narrative:
D02/ d11- intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have damage of the conductor wire's insulation at the proximal end when the housing was removed. The conductor wire exhibit localized melting near the conductor wire connection at the proximal end. Electrical continuity was performed and passed. The root cause is attributed to a component failure. Visual inspection was performed and the chassis was found to exhibit localized melting near the conductor wire connection. The root cause is attributed to mishandling/misuse. Additionally, signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibited orange discoloration. Bearing found at the proximal end of the main tube exhibited orange discoloration. The root cause is attributed to user mishandling, most commonly caused by improper cleaning/reprocessing techniques.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to device manufacturer narrative for follow-up information.

Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have damage of the conductor wire's insulation at the proximal end when the housing was removed. The conductor wire exhibit localized melting near the conductor wire connection at the proximal end. Electrical continuity was performed and passed. The root cause is attributed to a component failure. Visual inspection was performed and the chassis was found to exhibit localized melting near the conductor wire connection. The root cause is attributed to mishandling/misuse. Additional evaluation was performed by an advanced failure analysis engineer (afa). Visual inspection of the backend showed that melting was internal to the proximal end of the instrument, under the housing at the back end of the connector site. The cautery plug insert was properly seated and externally the cord connection point looked fine. Thermal damage appeared to have originated at the wire to bipolar pin interface. Electrical continuity from the grips from their respective bipolar pins is good, but when measuring the resistance between the two bipolar pins, resistance measured 200 ohms instead of open loop, indicating a short between the pins. Chassis intentionally broken in-house to inspect the pin to wire interface. Top bipolar pin was found to have crimp marks present and the wire attached securely to the pin, however, the wire insulation is damaged and there is a section of bare wire exposed proximal to the pin. The exposed bare wire may be an indicator that the wire installation depth was not sufficient during assembly, and as a result, an uninsulated section of wire became exposed, which creates a potential pathway for electrical short. Root cause is likely manufacturing related.